Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 114 mg/dl. The customer declined further troubleshooting with tandem technical support. Replacement adapter was sent to the customer.